Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the system risk analysis (sra). Several attempts were made to obtain additional information from the customer concerning the event, without a response received. The investigation was limited. The sra indicates the risk associated hazard of quality problem with no impact on safety is "low." Trending by lot and device history record (DHR) review could not be performed without the lot number. Also product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue could not be determined with the information available. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly. It is unknown if the load was properly processed prior or if the cycle passed or failed. The customer was not able to provide the lot number of the tape. The affected load was reprocessed. The customer confirmed the sterrad® nx cycle passed and the sterrad® sealsure chemical indicator tape appropriately changed color. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information.